Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of an unraveled guide wire due to catheter resistance was able to be confirmed by the photo. However, a complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "caution: use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter together as a unit. Use of excessive force may damage catheter or spring-wire guide." The customer report of an unraveled guide wire was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported while placing a femoral arterial catheter, the wire passed through the needle without issue and the catheter advanced over the wire without difficulty. When the user tried to remove the wire there was some mild resistance and the wire came uncoiled from itself. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported while placing a femoral arterial catheter, the wire passed through the needle without issue and the catheter advanced over the wire without difficulty. When the user tried to remove the wire there was some mild resistance and the wire came uncoiled from itself. No patient harm was reported. The patient's condition is reported as fine.